Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure). The customer mentioned that the device was stored indoors and did not experience temperatures below 50°f. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.